Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5156511 / 7071568, model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient had redness on the surgical sites and an infection was suspected. The patient was prescribed an antibiotics. There was no device malfunction and the patient is currently doing well.